Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal lioresal 2000 mcg/ml; 199.9 mcg/day via an implanted pump. The patient had been on the flex dose before and was back to simple continuous. The indication for use was intractable spasticity and multiple sclerosis. The patient had multiple sclerosis (ms) for 30 years. It was reported that "right now" ((B)(6) 2015), the patient had severe leg spasms at night and the doctor had upped the dose. The spasms were so severe at night that the doctor had prescribed valium and tizanidine. The pump had moved because the patient had lost weight. The managing healthcare provider (hcp) had troubles refilling it; therefore, the patient went to her surgeon to have it filled. The surgeon did an ultrasound and saw that the pump had moved to a 45 degree angle, and also had a hard time refilling the pump but was able to. The patient's theory was that when she would go to bed at night and when she was horizontal, the catheter was kinking because the pump was "free floating". The patient took oral baclofen at night to the point where she was so lethargic that she required help transferring her from a sitting position and turn her in bed. The patient went for a "pump study" and found that the pump was full, and they were thinking that because the pump moved to a 45 degree angle, the hcp thought they had refilled the pump, but "because it was tilted they actually put the medication into her abdomen and missed the port." The patient's symptoms had been "on and off," and the reported event date was (B)(6) 2011. The patient's next appointment with the managing hcp was in october, but the patient was going to follow up to see if she could be seen the next week. The cause of the event, interventions, therapy dates and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow-up report will be sent.